Event description:
It was reported that the device was facing issues with fast battery depletion and erratic battery level readings. There was no adverse impact to the customer¿s blood glucose level. The customer declined further troubleshooting, and the case was closed without further action as the logs were not uploaded, preventing the task team from calculating the battery depletion percentage.